Event description:
Could not interrogate this device with an ics 3000 programmer. The pt was in atrial fibrillation and magnet response was not clear. Pt had never been seen at this physician's office before, so they did not know the history on the pt or programmed parameters on this device. Device was explanted. Could not interrogate the device even outside of the pocket.